Event description:
Pt possibly received an excessive amount of risperidone due to the labeling on the oral dosing syringe. Gradations are on the plunger instead of the barrel of the measuring device. The potential error was discovered during discharge education. (B)(4).